Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes, whistling and hissing. If so, did the noise prevent insufflation? Please describe the noise. No significant prevention of the insufflation, but whistling noise occurred frequently during instrument exchange when trocar was "empty." Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Undefined (slight) drop in pressure, no significant affect on the surgeons visibility. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Duckbill seal / universal seal asku. Was any torque being applied to the trocar or device? -no. The analysis results found that device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that the device (b) was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4). The analysis results found that the device (c) was returned analysis. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device c additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4). The analysis results found that device (d) was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device d additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4). The analysis results found that the device (e) was returned in good condition for analysis. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device e additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4).

Event description:
It was reported that during an unknown procedure, there was air leakage while the surgeon was operating with 5mm and 12mm devices. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.